Event description:
New information received indicates that the product was subsequently explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed a pocket hematoma and infection where this right ventricular (rv) lead is implanted. The hematoma was drained, and there were no changes to the implanted material. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.